Event description:
It was reported that, the patient with this pacemaker exhibited a syncopal episode. The symptoms reported correlate to a non sustained ventricular arrhythmia episode, possible rapid ventricular response (rvr) due to atrial arrhythmia. This type of device does not treat tachy episodes. Furthermore, ten days later, the patient was not feeling well. Additionally, the patient has history of seizures. The health care professional (hcp) stated that the presenting electrogram (egm) has questionable capture. Technical services (ts) discussed the possibility of loss of capture (loc) and/or flat egm due to narrow complex falling into analog blanking. The ts discussed option of checking thresholds, especially since patient was not feeling well and went to emergency room (ER) with symptoms recently. Later on, another ts review the episode and indicated that when magnified the signal there is a t wave after each right ventricular (rv) pacing, and it is not loc. This pacemaker remains in service. No additional adverse patient effects were reported.